Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that she had high blood glucose levels of 24.7 mmol/l. The customer reported that the insulin pump received several no delivery alarms and had cracked and was missing a little plastic part around the battery. Troubleshooting was performed. The customer stated that the infusion set was changed. The customer was advised to replace out the insulin pump due to damage on the insulin pump and it might affect the insulin delivery. Insulin pump is expected to return for analysis.